Event description:
Boston scientific received information that the patient was in atrial fibrillation (af) and received inappropriate therapy. The event was detected in the monitor only zone accelerated into the ventricular tachycardia (vt) zone at which no detection enhancements were available. The patient then received anti-tachycardia pacing (atp) twice and an inappropriate shock. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.